Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump soft key pushed was not audible during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing the soft keys functioned as intended with audible sound, however they did not sound as expected. The issue of no audio was not reproduced, instead distorted audio was found. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The rear case requires replacement for the distorted audio issue identified. Should additional relevant information become available, a supplemental report will be submitted.